Manufacturer narrative:
(B)(4). The field clinical representative reported that from the physician's perspective, there were no allegations of device malfunction. No surgical intervention has been planned or undertaken at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or products are returned to boston scientific.

Event description:
Boston scientific received information in (B)(4) 2017 that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2017. This patient, who is non-compliant, received an inappropriate shock. The local representative commented that this event may be medication-related. A review of the episode identified t-wave oversensing. At the time of shock delivery, the sense vector had been programmed to secondary. The local representative was planning to run an automatic set-up. Boston scientific received information from the local representative that an automatic set-up was performed and secondary was selected. The physician requested no programming changes should be made. The physician was planning to make some medication changes for this patient. Boston scientific received information that this field clinical representative contacted boston scientific's technical services in late-august 2017. According to the field clinical representative, this device was interrogated at the clinic and a red screen was displayed. The device was at end-of-life (eol). A clinic staff member requested device interrogation by a boston scientific local representative. The technical service's consultant reviewed previous call logs and saw that this patient had received inappropriate therapy, but only 4 shocks since implant to (B)(6) 2017. A request was made to the field clinical representative to send uploaded data for engineering analysis. The device was successfully interrogated utilizing version 4.03 sw. The field clinical representative confirmed that the device's battery status was at eol. The delivered over 160 shocks on a single day in (B)(6) 2017. When the next battery measurement was recorded, the device triggered eol. The patient has been without therapy since that time. There have been no patient adverse effects reported at this time.